Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient had a stroke and was admitted to the hospital after falling and hitting their head. During this hospitalization the hemorrhagic right brain stroke was diagnosed. The stroke symptoms had resolved or were being monitored, the patient had 80% tremor relief and no complaints. No further complications were reported as a result of this event. Concomitant medication includes xarelto which was discontinued prior to surgery and had since been restarted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.